Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure (B)(4) was discovered and confirmed during product evaluation by baxter personnel. This condition was caused by a loose connection between user interface module printed circuit board p12 and cable connector. The cable connector was re-seated in p12 to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During service by baxter personnel, a colleague infusion pump experienced failure code 550:320:654:0000. Furthermore, baxter service personnel discovered that the pump had an audio circuit problem, indicating failure to audibly alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.